Event description:
When the nurse was replacing the transfer set it was discovered that there were some slight cracks on light blue main body on the new set. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint was not confirmed on review of the returned sample pictures. The extremely light surface scratching found in the plant visual examination are typical of normal product use and pose no product problem. They do not represent transfer set main body damage. No functional problem was observed during the plant evaluation. The lot number is unknown; therefore a batch review cannot be performed. Renal quality engineering will continue to track and trend these complaint reports and take corrective and preventive action as appropriate.